Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her sensor readings are inaccurate. She stated the sensor was about two hundred points off. Her blood glucose was 300 mg/dl, but her sensor reading was 104 mg/dl. Customer does not know why her blood glucose is higher than usual. She treated with a manual injection. Customer stated she had a doctor appointment that afternoon and she took the sensor off. She charged the transmitter until fully charged and tried a new sensor. The new sensor was still giving inaccurate readings. Customer declined troubleshooting for high blood glucose and is returning the sensors. Nothing further reported.